Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose was unknown at the time of incident. The customer stated that the display had a red x followed by the critical pump error. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Unable to verify critical pump error due to constant blank flashing white light on the display. The insulin pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller electronic board. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.